Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The most distal stent strut row and the 2 most proximal stent strut rows were damaged. The stent had also moved distally on the balloon such that the proximal end of the stent was 5mm distal to the distal edge of the proximal marker band and the distal end of the stent was covering the distal markerband and balloon cone. The balloon was reviewed and no issues were noted. No issues noted with the proximal balloon cone. The distal balloon cone could not be analysed as it was covered by the moved stent. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found a hypotube kink 230 mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. Due to the stent damage the device was not inserted into a guide catheter during analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. However it was stated in the complaint report that following a failed attempt to cross the lesion the stent was withdrawn into the guide catheter and was damaged." (B)(4).

Event description:
It was reported that removal difficulties were encountered and stent damage occurred. The target lesion was located in the calcified mid right coronary artery (rca). A 4.00mm x 16mm synergy¿ drug eluting stent was tried to cross using a non bsc guide extension catheter but failed to cross the lesion. The synergy¿ stent was attempted to be removed; however, the device was unable to be removed from the non bsc guide extension catheter. After several attempts, the stent was removed from the patient's body and it was noted that the stent got lifted up. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties were encountered and stent damage occurred. The target lesion was located in the calcified mid right coronary artery (rca). A 4.00mm x 16mm synergy¿ drug eluting stent was tried to cross using a non bsc guide extension catheter but failed to cross the lesion. The synergy¿ stent was attempted to be removed; however, the device was unable to be removed from the non bsc guide extension catheter. After several attempts, the stent was removed from the patient's body and it was noted that the stent got lifted up. The procedure was completed with a non-bsc device. No patient complications were reported.